Event description:
It was reported that occlusion alarms occurred. The customer was using cold insulin as well as not correctly performing the air removal step. Tandem technical support educated customer on proper insulin/cartridge labeling. Reportedly, the occlusion was due to a blockage in the cartridge. The customer replaced the cartridge and resumed insulin therapy. Customer's blood glucose was 224 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Root cause: use error. Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.